Event description:
It was also reported that the nerve stimulation has continued and reprogramming was done again.

Event description:
It was reported that the patient was experiencing intermittent phrenic nerve stimulation from the left ventricular (lv) lead. Reprogramming was done and the lead remains in use. The patient is enrolled in the systems longevity study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935 implantable tachy lead, (B)(6) 2013; 4076 implantable pacing lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.